Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient felt like they were going to have syncope. The right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing with maneuvers. The patient was having pauses up to three seconds on telemetry because of oversensing on the rv lead. The implantable pulse generator (ipg) was reprogrammed to the least sensitive setting. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo and was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.